Manufacturer narrative:
Correction: upon review, the kit implantable slim tip lead, 50cm should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-02313 it was reported that high impedance issue was observed on the lead resulting in the device unable to enter MRI mode. Upon lead review, lead fracture issue was confirmed. Patient is very active at work with heavy lifting duty. Patient has therapy. A surgical intervention is anticipated in the near future. It is unknown which lead had the high impedance issue and fracture issue therefore both leads are being reported. No additional information is available at this time.